Event description:
The facility representative reported an infusion pump with failure code 814:01 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the condition of fail code 814:01 was confirmed. This fail code was caused by depleted batteries. The batteries were replaced. The issue of fail code 814:01 is currently being investigated under CAPA.the issue of depleted batteries is being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.